Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. The pump was able to be charged successfully with an alternate usb cable. There was no reported impact to the customer¿s blood glucose.